Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00019.

Event description:
It was reported that the cup was cross threaded on the zimmer continuum straight cup inserter. The surgeon could not unscrew the cup from the inserter. The cup had to be removed and it was made known that some threads from the cup inserter broke off inside the implant. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h2, h3, h6, h10. Visual examination of the provided picture identified damage to the threaded portion of the inserter. The product is covered in bio debris and no additional evaluation can be made from the provided picture. Device history record was reviewed and no discrepancies relevant to the reported event were found. It was reported the devices were cross-threaded. However, without the return of the devices it is unknown how they were cross-threaded without evaluation. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.